Event description:
It was reported that prior to the procedure, when no device was in the patient's anatomy, not even the guide wire, the physician was backloading the non-abbott floppy guide wire into the hub of the xience v otw 3/0 x 18 mm stent. The tip of the guide wire became stuck in the hub and could not be removed. There was no patient involvement. The procedure was completed using another non-abbott floppy guide wire and another xience v otw stent. There was no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported resistance removing the guide wire from the stent delivery system was confirmed. The difficulty advancing the guide wire was not confirmed. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.